Manufacturer narrative:
(B)(4). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during equipment maintenance, it was observed that the air pen drive device had low power and exhibited a below normal rotation due to the rotor and sealing rings being damaged. It was further determined that the device failed following inspection criteria during pretest : check with test bench and record results; power: 30 to 80 watt(w) and speed: min. 632 to 1032 rpm at 6.5 bar ± 0.2 bar, check external leak tightness, check internal leak tightness. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.